Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that during a planned maintenance, when they set kvp to 125 for calibration; a noise was heard indicating the imaging system's x-ray tube went out. There was no patient present when this issue was identified. Onsite investigation was performed and the field systems engineer suggested that the inverter along with the x-ray tube caused the event. Replacement of the inverter and the x-ray tube resolved the issue. No further issues were reported. Analysis of the returned inverter could not confirm any failure as it passed testing and functioned without problems. Analysis of the returned x-ray tube confirmed the electrical failure as it did not pass testing. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a planned maintenance, when they set kvp to 125 for calibration; a noise was heard indicating the imaging system's x-ray tube went out. There was no patient present when this issue was identified.